Event description:
It was reported that following a percutaneous coronary intervention procedure (pci), an angio-seal vip was selected for use. A groin shot confirmed criteria by the IFU for angio-seal use in regards to puncture location. The size of the common femoral artery (cfa) was 4mm or higher and free of disease. The patient experienced a pseudoaneurysm and a hematoma. The patient was an elderly woman.

Manufacturer narrative:
A follow up medwatch will be submitted at the completion of the investigation.